Manufacturer narrative:
The device was returned for analysis. The reported ¿clip deployed; however, it captured the vessel half way¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the electronic starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code (B)(4) patient selection (starclose used in a calcified artery). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after a peripheral angiogram procedure using a 6f sheath. Reportedly, the clip deployed; however, it captured the vessel half way. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.